Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. The customer was treated with intravenous insulin and saline. Reportedly, customer left the ER with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.